Event description:
It was reported that the subject device cable upper cover came off. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as material problems like: degradation; mechanical problems like: wear and tear; stress or friction. These causes can occur between components such as connector/coupler; adaptor; mount; locking mechanism without any design or manufacturing issue. That could lead to connection/connectivity issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.